Event description:
It was reported that the patient infusion got accidentally removed while doing sport on (b)(6)2026

Manufacturer narrative:
E1: (b)(6) Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number(b)(4).